Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abortion spontaneous, medical device removal and pregnancy with contraceptive device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed on (B)(6)2013. At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abortion spontaneous, medical device removal and pregnancy with contraceptive device". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Events¿ abortion spontaneous, pregnancy with contraceptive device and device ineffective¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.